Event description:
During a lap cholecysectomy procedure, the product misfired and broke on the fourth firing. The part broke that slides over top of jaw when fired. A 2nd device was used and the clips would not form correctly. They would not close down. Another device was used to complete procedure. There was no pt consequence.